Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the lcd screen went blank for 30 seconds while connected to a patient. The centrimag will be returned for evaluation and repair. It was also reported that the centrimag was unplugged from the wall in preparation for the transport. About 2 minutes after the console was unplugged, both the flow and the rpm led's went blank. The battery led's and the menu led's were still illuminated. The perfusionist confirmed that no flow was been delivered to the patient and quickly retrieved the backup console outside the patient's room. While obtaining this the nurses were plugging the centrimag back into the wall. He used the previous ac plug and driver connection to plug into the new console. Once powered up the new console was able re-establish flow to the patient.

Manufacturer narrative:
Usage of the device: the usage of the primary console is not known to the manufacturer as the device is not labeled for single use. The suspect primary console in use during this event has been returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Attachment: it was noted during file review that the attached user facility voluntary medwatch report had not been attached with the submission of the initial medwatch report. The primary console was returned to the manufacturer for evaluation. During the analysis, the internal battery pack within the returned primary console was unable to support the system, and was determined to be expired and thus due for replacement. Prior to transportation the internal battery must be verified as fully charged and the primary console should be unplugged to test the unit's ability to operate on battery prior to transport. A backup primary console with extra sets of battery modules should also be available. According to the ¿recommended preventive maintenance¿, battery maintenance should be performed once every 6 months, and the internal rechargeable battery pack must be replaced a minimum of every 2 years; however, should be disposed of sooner if the battery fails maintenance. During the analysis, the manufacturer replaced the battery and the unit functioned as intended afterwards. The returned primary console was determined to function as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.